Manufacturer narrative:
A ge rep evaluated the system and reloaded the system software, cleaned the dirt out of the power supply and circuit card rack, replaced the cooling fan and batteries. System operates as intended.

Event description:
Customer reported a burning smell coming from the system. No pt injury was reported.